Event description:
There was an allegation of discrepant results for three patient samples using the cobas® eplex blood culture identification fungal pathogen (bcid-gp) panel on a eplex base. The alleged samples generated negative results for candida auris. The culture results identified candida auris.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.